Event description:
The pump has been returned and evaluated by product analysis on 05/29/2014 with the following findings:during testing, the display screen was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the internal clock battery was leaking and unable to hold a charge.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/29/2014 with the following findings:during testing, the display screen was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the internal clock battery was leaking and unable to hold a charge. (B)(4).